Manufacturer narrative:
Qc was within the established ranges prior to the event. A system check was performed on (B)(4) 2011 and met specifications. Service was on site (B)(4) 2011 and verified the alignments were within the specifications. A system check, hs system check, carryover and precision tests were performed and all met specifications. No hardware issues were addressed that would have contributed to this event. No clear root cause for this event has been determined to date.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to a vitamin b12 result above the normal reference range generated on unicel dxi 800 access immunoassay analyzer for one patient's sample. The result did not match the patient's clinical pictures, and was not reported out of the laboratory. Repeat testing on an alternate dxi 800 instrument produced a result in the normal reference range. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.